Event description:
Dvt in arm from arm or shoulder injury while in another country. Arm in sling on air flight. Admitted at hosp with dvt. Treated with angiojet procedure successfully. Pink urine later same day. Renal failure day 2. Pt remains on hemodialysis.